Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose (bg) level was 254 mg/dl. Reportedly, the bg level was addressed by the customer loading a new cartridge and resuming insulin.